Event description:
It was reported that the patient with this insertable cardiac monitor (icm) presented to the office from the implanting physician during routine follow up. The physician noticed the icm was protruding from the incision, therefore, the physician explanted the device in the office setting and re-closed the wound. They plan a new icm implant after thorough healing. The icm has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this insertable cardiac monitor (icm) presented to the office from the implanting physician during routine follow up. The physician noticed the icm was protruding from the incision, therefore, the physician explanted the device in the office setting and re-closed the wound. They plan a new icm implant after thorough healing. The icm is expected to be returned for analysis. No additional adverse patient effects were reported.